Manufacturer narrative:
A direct relationship between the device and the reported event could not be determined during the evaluation of the returned pump. Examination of the pump blood-contacting surfaces found very small, red, tissue-like depositions between the outlet bearing and two of the stator blades. The depositions were not adhered and showed no laminated layering, indicating that they did not form in the outlet stator. No evidence of denaturing was observed and the distal end of the rotor and outlet bearing cup showed no contact marks, indicating that the depositions were not present while the pump was supporting the patient. The evaluation could not correlate the observed depositions to the reported hemolysis or power elevations. Visual inspection of the pump bearings and bearing cups found no anomalies related to wear or damage. Examination of the returned portion of the driveline found it to be unremarkable. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 1 year, 3 months. The explanted device was returned for analysis. The evaluation is not complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced high pump power surges and hemolysis with possible device thrombosis. The patient was resistant to anticoagulation and there was no improvement with treatment. The patient was taken to the o.r. On (B)(6) 2015 for a pump exchange and pump repositioning. Prior to the surgery, a transesophageal echocardiogram (tee) was performed with the patient under anesthesia. The tee showed recovering of heart function with the potential for a pump explant. The scheduled pump exchange was cancelled. The lvad parameters were reported to be stable and on an unspecified date a "turndown" exercise stress test with the pump speed and flow weaned down to 6000 rpm was performed. The patient's ejection fraction was 40-45% at 6000 rpm, the left ventricular end diastolic diameter (lvedd) was 4.3 cm and there was trace mitral regurgitation. The patient continued on heparin and the pump was explanted on (B)(6) 2015.